Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced low blood glucose levels on (B)(6) 2026 which was treated with insulin. Patient does not know what led to the event. No further information available.